Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305867. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the patient's puncture site was found red and swollen after the infusion with the bd intima-ii¿ closed IV catheter system. The skin was reportedly blue and purple around the puncture site, the product was blocked, and the patient's condition was reported to the doctor "immediately", where the catheter was pulled out and replaced into the right forearm. Wet compresses were given, a magnesium sulfate injection was performed once daily, with "fresh potato chips" added, and tdp irradiation was performed twice daily. Four days later, the patients legs were observed to be red and purple, but no discomfort was felt. The following information was provided by the initial reporter, translated from chinese to english: "it was found puncture site red and swell after infusion, after puncture, the skin around the puncture was obviously blue and purple, and the product was blocked. Report to the doctor immediately. Pull out the product and replace it to the right forearm. Wet compress magnesium sulfate injection once a day, add fresh potato chips, tdp irradiation twice a day. Strengthen observation. On (B)(6) 2019, red and purple legs were obvious, and the patient was not uncomfortable. '

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient's puncture site was found red and swollen after the infusion with the bd intima-ii¿ closed IV catheter system. The skin was reportedly blue and purple around the puncture site, the product was blocked, and the patient's condition was reported to the doctor "immediately", where the catheter was pulled out and replaced into the right forearm. Wet compresses were given, a magnesium sulfate injection was performed once daily, with "fresh potato chips" added, and tdp irradiation was performed twice daily. Four days later, the patients legs were observed to be red and purple, but no discomfort was felt. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found puncture site red and swell after infusion, after puncture, the skin around the puncture was obviously blue and purple, and the product was blocked. Report to the doctor immediately. Pull out the product and replace it to the right forearm. Wet compress magnesium sulfate injection once a day, add fresh potato chips, tdp irradiation twice a day. Strengthen observation. On (B)(6) 2019, red and purple legs were obvious, and the patient was not uncomfortable."